Manufacturer narrative:
Insulin pump passed the self test and displacement test. Hardware low level failures , was confirmed in the formatted history file due to a cold or cracked solder joint found on pin 1 & 6 of the ambient light sensor(u1). Insulin pump also received with cracked battery tube threads and cracked case behind the pump near the battery compartment.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failure alarm. Customer's blood glucose value was 150 mg/dl at the time of the incident. The customer stated that they were unable to clear the alarm and were unable to rewind the insulin pump. Customer stated that the error occurred during the self test and the insulin pump failed the self test. Advised that the insulin pump will need to be replaced and to revert to backup plan. The insulin pump will be returned for analysis.